Event description:
It was reported that a novum large volume pump alarmed constant downstream occlusions during an unspecified process step on the surgical unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.